Event description:
It was reported while using bd neutraclear¿ needle-free connector the product was damaged and leaked. There was no report of patient impact. The following information was provided by the initial reporter: neutraclear is broken and leaks.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device lot #: 21j25-t was reported, however, this is not a lot # manufactured for the reported catalog #. The manufacturing location for this product is cair lgl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-jul-2022 h6: investigation summary an el-nc1000 product from lot 21j25-t was received in open packaging for investigation. A visual inspection confirmed the customer's experience as the thread of the male luer was damaged and had broken away from the rest of the neutraclear. The details of this feedback were forwarded to the legal manufacturer of the product, cair lgl for investigation. A definitive root cause for the observed damage could not be determined, however previous investigations have indicated that similar damage can occur as a result of connection to a incompatible female luer, or due to the application of an external lateral force to the male luer component. A review of the production records from lot 21j25-t did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported while using bd neutraclear¿ needle-free connector the product was damaged and leaked. There was no report of patient impact. The following information was provided by the initial reporter: neutraclear is broken and leaks.